Event description:
The pump was returned for investigation. Evaluation revealed that the display has a dim and pink contrast and there was contamination under the buttons. This report is made based on results of investigation completed on 11/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the keypad cover was intact. All of the keypads are working appropriately. Evaluation revealed that there was contamination under the key contacts. The display had a dim and pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).